Event description:
During diagnostic cardiac cath when physician was attempting to check right coronary artery with 6f fr 35 catheter tip of catheter came off and is lodged in right coronary artery at bifurcation of pda, rla.